Event description:
Patient experienced a corneal ulcer that "damaged the vision" in their eye after 14 days of continuous wear of focus night & day lenses. Pt reported irritation while wearing for one week, but was reassured by their eye care specialist that time was needed to become adjusted. Previous history of daily lens wear. Pt has seen multiple practitioners and been prescribed multiple medications. Although repeated attempts have been made to gather more information from this consumer, no further information is available at this time.